Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer.